Event description:
Surgeon attempted removal of 2x4 rt kidney stone with product. There was no problem inserting the product. Wire basket with captured stone became lodged in the ureteral mucosa, device unable to be removed. Pt was "returned" to surgery on 8/22 for cystotomy, ureterotomy. Surgeon's notes indicate that the stone had transversely crossed the lower segment and was able to be extracted. Stone was too large for the ureter to allow it to pass because of its flexibility.